Manufacturer narrative:
Continuation of concomitant products: model: d314drm, ICD; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had sounded an audible alert. Upon interrogation it was discovered that the patient's right ventricular (rv) lead exhibited high/undefined pacing impedance and a lead fracture was confirmed. It was noted the patient received an inappropriate therapy related to the lead issues. The lead was capped and replaced. No further patient complications have been reported as a result of this event.